Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported issues with the universal surgical manipulator (usm4); they had to keep disabling it and restarting the system. The intuitive surgical, inc. (Isi) technical support engineer (tse) identified 23098 errors related to the axes controller, arm (aca)/ axes controller, motor (acm) communication link inside the usm. The tse recommended performing a hard power cycle on the patient side cart (psc). The customer would perform the troubleshooting and requested a field engineer (fe) to inspect the system. The customer also mentioned having an upcoming case and would discuss with the surgeon whether proceeding that case with only three arms was acceptable. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) due to error 23098. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) came into failure analysis with the reported problem, error 23098 and was confirmed and replicated. A visual inspection found no evidence that would be related to the reported problem. The unit was tested on an in-house system and failed in normal mode and displayed error 31226. The unit was also tested on a patient side cart fixture test platform (pftp) and failed fiber test pointing to the clock spring and rolling loop. Once testing was completed, the fiber was applied behavior analysis (aba) tested, and it was verified to be the source of the fault. The probable root cause was attributed to the clock spring and rolling loop assemblies.